Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer then allowed the battery to deplete. The customer reported a blood glucose level of 410 (mg/dl) and delivered a manual injection. Lantus and humalog manual injections will be used for diabetes management.